Event description:
Customer states that a sliver of a multiclix lancet broke off and stuck in her finger. Customer thinks that this was because the device was not advancing to a new lancet. Customer did not seek medical attention and stated that "it will work its way out." No adverse event reported. Requested return of suspect device and lancets. Requested return of suspect device and lancets; however, customer no longer has lancets left. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.